Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.

Event description:
As reported, the patients valve had elevated mean gradients of 44-45mmhg, peak velocities of 4.4m/s, mild central regurgitation, and severe. The latest echo dobutamine confirmed a stress test that indicated severely calcified cusps and severe annular calcification. A surgical aortic valve replacement savr was planned.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on provided medical report. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there is no evidence of a product non-conformance or device malfunction found in any of the valves returned for these complaints. As reported, 'the patient had probable elevated gradients and a savr was planned but not schedule. The latest echo dobutamine confirmed a stress test that indicated severely calcified cusps and severe annular calcification.' Due to insufficient information, a definitive root cause is unable to be determined. However, the tissue calcification was more likely contributed by patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to b5, d1, d4, h4, h5, h6 correction to h4 and d4: edward lifesciences does not have record of the valve serial number for this patient. Therefore, the manufacturing date (h4) and expiration date (d4) mentioned in the initial medwatch report was reported in error.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 7 months, 12 days post transfemoral valve in valve tavr procedure with a 20mm sapien 3 valve in a pre-existing surgical valve, the valve presents probable elevated gradients. The patient is planned to have a savr, however, it is not scheduled. Per echo report received, the valve presents increased mean gradients of 44-45mmhg with peak velocities of 4.4m/s, mild central regurgitation, and severe stenosis. The severity of the stenosis could not be confirmed as there was no aortic valve area provided indicating severe stenosis of the bioprosthetic aortic valve. The latest echo confirmed a stress test that indicated severely calcified cusps and severe annular calcification.